Event description:
Patient had very tight calcified iliac arteries. The sensor was inserted and would not advance completely through the sheath. When trying to advance for a third time, the sheath was pulled back and the catheter was broken, leaving the sensor and distal end of the catheter in the artery. A right common iliac cut down was performed to remove the sensor and distal end of the catheter. Another sensor was not attempted. Endarterectomies were performed on both sides to place the stent graft. The overall procedure was successful.